Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colorectal. According to the reporter: surgeon attached the adapter and the cartridge to the handle. Cartridge articulated by itself, sulu indicator lighted up. The device could not be used. New cartridge was used, the same incident occurred. New handle was used to complete the case. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500cc. The case was extended by less than 30 minutes. Nothing fell into the cavity.